Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5091349, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients coverage was moved and was getting inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced. The patient was doing well postoperatively.